Manufacturer narrative:
Results: endoleak, anatomy related type ii, cause of event is unknown. Conclusion: anatomy related type ii, cause of event is unknown.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The abdominal aortic aneurysm is 5.2 cm in diameter. The proximal non-aneurysmal aortic neck diameter, immediately below the lowest renal is 20 mm. The distal non-aneurysmal aortic neck diameter immediately above aneurysm is 27 mm. The diameter of non-aneurysmal neck of left iliac artery was 13 mm in diameter. There was no tortuosity or stenosis in the iliac limbs. It was reported that the bifurcated stent graft was implanted via the right side and the contralateral limb was implanted via the left side. The patient returned for a follow up CT and the aneurysm was 5.1 cm in diameter. It was reported that there was a proximal type I endoleak and a distal type I endoleak on the contralateral side. There was no intervention or treatment at that time. The patient returned for a follow up CT eight months post index procedure, the aneurysm was 5.1 cm. It was reported that at that time a type iii junction endoleak, separation was noted. There was no intervention or treatment at that time. The patient has returned for several follow up appointments and to date has not been treated for the endoleaks. The investigator assessment has not been received. No clinical sequelae were reported and the patient is fine.